Event description:
The facility's clinical engineer reported an infusion pump with an 810:04 failure code. Clinical engineering reports to baxter qm, it is unknown if the device was in use on a patient injury or medical intervention as a result of the failure. Information regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device was not available.